Manufacturer narrative:
Analysis of the pump found ¿pump motor ¿ gear train anomaly ¿ stall due to gear wheel 3¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The healthcare provider reported a ptm code of 8476 (motor stall). At the time of the report the healthcare provider had not met with the patient. There were no patient symptoms reported and no further complications reported.

Manufacturer narrative:
Updated to serious injury. Patient code (B)(4) is no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturing representative (rep) on (B)(6)2018. It was reported the patient was receiving "30 mg of diluadid" at 14.005 mg/day and 350.00 mcg/ml of clonidine at 163.39 mcg/day. Other medications being given at the time of the event, patient weight, and medical history were unknown. It was reported the patient began to notice a return in pain symptoms the morning of (B)(6) 2018, and heard an alarm shortly after that. It was reviewed that the motor had stalled and the patient was placed on the surgery schedule to have their pump replaced (B)(6)2018. There were no known external factors that contributed to the event. It was reported the pump had been replaced (B)(6) 2018 and the issue was resolved at the time of the report. The patient's status at the time of the report was provided as "alive-no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.